Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated that she was having problems with the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad was intact with no peeling observed. The down arrow button was intermittently responsive. There was contamination found under the down arrow and contrast buttons when the keypad was removed. Unrelated to the original complaint, there was a crack in the battery compartment and corrosion was observed on the battery cap. The pump did not pass the leak test due to the crack in the battery compartment. There was another crack observed on the back of the pump case. There was no moisture observed inside the pump when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.